Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Milk was consumed to treat bg. Reportedly, the customer was more sensitive at night and any bolus delivered caused the customer's bg level to decrease. Reportedly, the contact consulted with healthcare provider regarding insulin sensitivity and an adjustment to the settings were made for diabetes management.